Manufacturer narrative:
The following fields have been updated with additional information: d4: medical device lot #: 0115011. D4: medical device expiration date: 30-april-2025. H4: device manufacture date: 24-apr-2024. H6: investigation summary: no samples were received by our quality team for evaluation, so only a review of production records could be performed. During the device history review, it was observed that during production, four pieces of topweb (catalog 305761) and two pieces of topweb (catalog 305761) was pasted. Regarding the two pieces of topweb (catalog 305761) nonconformance, the production technician was interviewed and confirmed that the correct topweb (catalog 305759) was used. The discrepancy was due to an incorrect method of topweb collection. A project has been initiated to address this nonconformance. The probable root cause has been identified as the production technician did not verify the top web information during inspection, there is no detection of the top web by the vision system, and there is no designated area for return top web material. From the project, re-training on the inspection procedure has been conducted to the eclipse team, the inspection form has been updated to include inspection for pre-printed topweb, a vision system has been installed on the packaging line to detect an incorrect top web, and a designated area for top web return material has been identified.

Event description:
It was reported while using bd eclipse¿ needle 25g the label information was incorrect. There was no report of patient impact. The following information was provided by the initial reporter: we have been having an issue with receiving 25g x 5/8 inch needles in packaging listed as 25g x 1in. This seems to be happening more frequently when I order the 1 inch needles we again receive packaging saying it is the 1in but inside is actually found to be the 5/8inch needle.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd eclipse¿ needle 25g the label information was incorrect. There was no report of patient impact. The following information was provided by the initial reporter: we have been having an issue with receiving 25g x 5/8 inch needles in packaging listed as 25g x 1in. This seems to be happening more frequently when I order the 1 inch needles we again receive packaging saying it is the 1in but inside is actually found to be the 5/8inch needle.